Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of hi on the meter (over 600 mg/dl) with symptoms of blurred vision, extreme thirst, and excess urination. The reporter indicated that the pump was having an issue with intermittent power. The reporter confirmed that there was no evidence of damage to the pump casing and indicated that replacing the pump battery did not resolve the issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with an alleged pump power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.